Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4;g3;h2;h3;h6. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records and compatibility checks, neither were provided. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: an initial total hip arthroscopy was performed approximately 27 years ago. Subsequently the patient began experiencing pain and underwent a revision approximately 8 years later due to a loose cup. No complications were noted. The cup, liner, and head were explanted and replaced. A definitive root cause cannot be determined. This complaint was confirmed based on the provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D:10 cat# unknown lot# unknown trilogy liner. Cat# unknown lot# unknown unknown head. G2: country: foreign: new zealand. Product will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that approximately 8 years post implantation of a left total hip arthroplasty, the patient was revised due to pain and cup loosening. The patient experienced pain that was localized around the lateral aspect of the thigh. The patient had full range of movement of both hips. Clinically the patient had signs of acetabular wear and loosening of the acetabular cup. The patient was revised due to cup loosening. The head, liner, and cup were revised without complication. Though requested, no additional information was available.